Manufacturer narrative:
Device evaluation: the device related to the reported event rupture was received on august 27, 2025 with lot number 1465598. Based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken device assessed as fold flaw opening, an opening assessed as surgical damage and a missing piece of shell assessed as inconclusive. As per the investigation procedure, creases and stress marks were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "rupture" confirmed via ultrasound. This record is for the right side. Device has been explanted and replaced with another manufacturer´s device. Device was returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6.

Event description:
Healthcare professional reported "rupture". This record is for the right side. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Clarification e1 (physician phone no.): (B)(6).

Event description:
Healthcare professional reported "rupture". This record is for the right side. Device has been explanted and replaced.